Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is the caused traced to component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had out of field image, dents on distal edge, cracks on the connector and distal fiber breakage. There was no patient involvement.